Event description:
A surgeon reported an intraocular lens (iol) with a fiber-like, crystalline, fine material noted on the optic prior to insertion. There was no patient contact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A completed questionnaire was received.